Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation issue occurred. Leakage issue. It was reported and confirmed that before the procedure, fluid (saline solution) escaped from the device (sheath). A second device(sheath) was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. It was unknown what section broke/separated as the leakage issue was found when injecting heparin normal saline into the sheath. The device evaluation was completed on 28-dec-2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture investigation was completed on 27-oct-2022. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the leakage condition reported by the customer and can be the result of the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. -investigation findings: / investigation conclusions: cause not established were selected as related to the picture provided by the customer. -investigation findings: (B)(4) / investigation conclusions: unintended use error caused or contributed to event / (B)(4)

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation issue occurred. Leakage issue. It was reported and confirmed that before the procedure, fluid (saline solution) escaped from the device (sheath). A second device(sheath) was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. It was unknown what section broke/separated as the leakage issue was found when injecting heparin normal saline into the sheath. The issue was assessed as MDR reportable for a hemostatic valve separation issue.